Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement (tavr) procedure, a dissection of the left external femoral artery occurred requiring three covered stents and surgical extraction of arterial clots. Per the report, resistance was noted when the 22mm dilator was inserted in the patient. Insertion of the 22f introducer sheath was attempted but failed to progress beyond the external femoral artery due to noticeable resistance. A peripheral balloon was placed thru the sheath and was inflated in an attempt to stretch the vessel. The physician again attempted to place the sheath and introducer, with no success. A decision was made to remove the sheath and dilate with the 25mm ew dilator which also met strong resistance at the external area of the femoral artery. The introducer was retracted and a sudden drop in the patient blood pressure was noted. The 22f introducer and sheath were immediately placed within the artery to occlude it and a coda balloon was inflated in the aorta just above the femoral bifurcation. As the 22f sheath was slowly pulled back, contrast was injected thru the sheath and a perforation was observed in the external portion of the lfa. Three covered stents were placed to seal the perforation. The coda balloon was then deflated and the patient's blood pressure remained stable, indicating the perforation had been occluded. A follow-up contrast injection, showed substantial clot within both iliac arteries, extending into the aorta, up to the renal arteries. After consultation, a decision was made to transfer the patient to the or for surgical extraction of the clot. The patient's vital signs were stable during the pre-operative period prior to further treatment by vascular surgery the physician indicated the minimum luminal diameter (mm) of the vessel at location of perforation/dissection was 8mm, with heavy calcification and mild tortuousity. The dilator was not defective; it appeared to be in perfect condition. A closure device (perclose) was deployed pre-introduction of the sheath with no problems.

Manufacturer narrative:
The device was discarded by the site, thus not available for evaluation. A device history record (DHR) review for the dilator was performed and all manufacturers' specifications were met prior to release for distribution. Per the device's instructions for use (IFU), complications associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav), aortic valve replacement and bioprosthetic heart valves include but are not limited to cardiovascular injury including perforation or dissection of vessels, which may require intervention. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. In this case, there were no issues noted while prepping of the device. Per the report, the dilator appeared to be in perfect condition. The minimum luminal diameter (mm) of the vessel at location of perforation/dissection was 8mm, with heavy calcification. According to sop4407el3 rf3 physician's training manual, the operator is instructed to "dilate the femoro-iliac vessel until the appropriate diameter is reached." The use of the 28f dilator is not required when using the 22f delivery system. The vessel was dilated up to the 25fr dilator to achieve adequate vessel diameter (resistance was met), and subsequently, the reported dissection occurred. It appears that patient and procedural factors including heavily calcified ileo-femorals most likely contributed to this event. No further actions are required at this time.